Manufacturer narrative:
Manufacture date: may 23, 2017 - may 25, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured. This occurred after filling with 5 fu. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The date received by the MFR is 9/27/2017 (initially reported as 9/29/2017). Should additional relevant information become available, a supplemental report will be submitted.